Event description:
It was reported that the pt had heard her pump alarming for the past 4 days. After doing a pump status check the attention dialogue box indicated the pump was in safe state and a reset had occurred. The pump had been infusing morphine 15 mg/ml at a rate of 10 mg/day but when the reset occurred it went to minimum rate. Logs indicated the pump had a motor stall in late 2008 (following an MRI). A motor stall recovery was noted about 30 minutes later. The pump was refilled the following day according to the logs. The pump reset took place a week later, along with a reset low battery and safe state message. The cause of the reset was unk. The pt was seen in the clinic due to the audible alarm. The pump was reprogrammed to 5 mg/day and appeared to be infusing. The pt had no symptoms at the time. The pump was going to be replaced.

Manufacturer narrative:
The device is included in the medical device safety alert, important information on potential MRI effects physician communication (2008).